Event description:
Patient, male age 7, diagnosed with type 1 diabetes. Uses dexcom g7 wearable. After 7 days, wearable says, "brief sensor issue" and then "sensor error." Unable to get device to work again.